Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a dependent patient was presented in the operating room for a routine pulse generator change out procedure. The device could not be engaged by the hex wrench and a stripped set screw was suspected. The procedure was postponed due to the patient being dependent. The device was later successfully explanted and replaced.